Manufacturer narrative:
Concomitant medical products: evolutr-34-c transcatheter valve aortic valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation during the implant of the right ventricular (rv) lead. The rv lead was moved to another location and remains in use. No further patient complications have been reported as a result of this event.